Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 35 events were reported for this quarter. Product return status: 32 devices were received for evaluation. 1 device was not received but was evaluated at the account. 2 devices were available for evaluation but have not yet been received. Evaluation status: 30 events were confirmed during testing. 30 devices were found to be affected by missing paint chips. 1 event was not confirmed during testing; the device was found to be within specifications. 2 device evaluations are in progress. Additional information: 35 devices were not labeled for single-use. 35 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device had paint chips missing. 35 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 35 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were available for evaluation: - 2 devices were evaluated in the field. - 1 device was evaluated in the field.   Evaluation status confirmed 3 reported events were confirmed during testing. - 3 devices were found to be affected by missing paint chips   additional information 35 devices were not labeled for single-use. 35 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device had paint chips missing. 35 events had no patient involvement; no patient impact.